Event description:
This lv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 05/05/2017 stating that patient is having diaphragmatic when he lays down when he sleeps and when he is sitting. Lv tip to rv at 1.8 v. Threshold 1.4 at 1 ms. Physician decided to turn off l v lead because patient has left ventricular assist device. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).